Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient to have the bluetooth on the smart device forget the existing dexcom device, then go back to the application and pair a new device which was unsuccessful. Dexcom representative then advised the patient to try a different sensor which was unsuccessful. The dexcom representative then advised the patient to try a different transmitter which was successful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.